Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: lid device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky, and the housing was cracked/damaged. It was further observed that the device had a component damage, a worn bearing and gear, and an illegible and etching label. It was determined that the moving parts did not move smoothly, and the device would not run. It was further determined that the device failed pretest for general condition, marking and labeling, check for mechanical free moving, check for sticky triggers, check fitting of the lid, check wear on housing and check function of device. It was noted in the service order that the biomedical technician reported that the device was broken while being used with the lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.